Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and missing o-ring reservoir tube. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. (B)(4).

Event description:
Customer reported via phone call that their insulin pump was damaged and the top of pump where the reservoir goes was broken off. Troubleshooting was not performed and the device will be returned for analysis.